Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that angiocath plus 24ga x 0.75in catheter tip was damaged. This occurred on 4 occasions during use. The following information was provided by the initial reporter: damaged catheter tip. The catheter tip was damaged or cut. Please check the shape of damaged tip.

Manufacturer narrative:
H6: investigation summary: one photo and four samples were received by our quality team for evaluation. From the samples, catheter tip damage was observed on the catheter, confirming the customer experience. A device history record could not be evaluated as the lot number is unknown. Based on the investigation, this would have occurred during product application when the product was manipulated or during assembly of catheter. A project has been completed to further address actions required to prevent this incident from occurring during the assembly of the catheter. Customer complaint trends will also continue to be evaluated on a monthly basis. Catheter tip damage was observed on the returned sample. Catheter tip damage could have been caused by needle pierced through catheter. This could have occurred during product application when the product was manipulated or during assembly of the catheter. CAPA# 590840 was raised to address actions required to prevent it from occurring during the assembly of the catheter. A review of past 12 months quality notification was performed, and no quality notification was raised on the reported defect and catalog.

Event description:
It was reported that angiocath plus 24ga x 0.75in catheter tip was damaged. This occurred on 4 occasions during use. The following information was provided by the initial reporter: damaged catheter tip. The catheter tip was damaged or cut. Please check the shape of damaged tip.